Manufacturer narrative:
B3: date inaccurate, only the year is valid. Continuation of d10: product ID: 977a260, lot# serial#: (B)(6), implanted: on (B)(6) 2022, product type: lead, product ID: neu_unknown_lead, lot#serial#: unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 13-apr-2026, UDI#: (B)(4), product ID: neu_unknown_lead, serial/lot#: unknown, ubd: 13-apr-2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient left the ins battery depleted for two years and recently recharged. They were unable to increase the intensity. The patient did not have a fall or any type of accident. The patient met with the representative on (B)(6) 2026 and it was noted that their leads were all showing high impedances. The patient's healthcare provider was to replace the patient's leads in a few weeks. The patient's registration showed that they only had one lead implanted; when asked to clarify whether the patient had one or two leads, the representative noted that the same single lead was showing for them as well and they weren't sure why this was the case. The procedure had not yet been scheduled, and the representative again noted that the leads needed to be replaced.